Event description:
The customer reported that while switching the pacing mode they were getting an error message, "system cycle power failure, error code 20004." This error code is in the category of when the operation of the device is halted. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.